Event description:
Device's lcd screen appeared to protrude in the center. The reporter said there were black bubbles along the sides of the screen. They also said the screen appeared as if it were burning, but was not hot. The device was replaced and requested to be returned for eval.